Manufacturer narrative:
The device was returned for analysis. The reported stent material deformation was able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified, heavily tortuous and 90% stenosed anatomy/manipulation of the device and/or inadvertent mishandling resulted in the noted device damages (bent jacket, multiple stent sheath chatter marks, multiple inner member kinks) thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Further interaction/manipulation of the compromised device during removal resulted in the reported stent material deformation/noted stent bent/stretched/broken struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - medical device problem code: codes 4012 and 2577 were removed and code 3270 was added.

Event description:
Subsequent to the previously filed report, the thumbwheel reportedly jammed due to severe calcified anatomy. No additional information was provided.

Event description:
It was reported that during the procedure, resistance was met with calcified and tortuous anatomy during advancement of the 6.0x150 mm absolute pro ll stent delivery system. After crossing the heavily calcified and heavily tortuous, 90% lesion in the superficial femoral artery with the guidewire and the 6.0x150 mm absolute pro ll stent delivery system, the physician tried to deploy the stent. There was a sense of resistance in operating the thumbwheel. The physician deployed the stent but it did not deploy completely because of severe calcification. After the stent was partially deployed in the vessel, the thumbwheel jammed and was unable to be rotated further. So, the physician removed the partially deployed stent. After removal of the partially deployed stent, the stent shape was deformed. No patient consequences were reported. No other stent was implanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.